Event description:
After being fully charged for overnight, the ventilator only lasted for 20 minutes on the internal battery. The ventilator was again charged for overnight and was tested. It lasted only 40 minutes until `low battery' alarm. Within two minutes, it gave `empty battery' alarm and then shut down with audible alarm. Although a caregiver was able to take appropriate action, the customer felt that alarm did not give enough time before the ventilator shut down. No death or no severe injury was reported from the incident.